Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection with sepsis. After explant, this device was used as a temporary external pacemaker. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that this device, which was being used for external temporary pacing support, was taken out of service when a new system was implanted. No additional adverse patient effects were reported.